Event description:
Pentax medical was made aware of a complaint which occurred in the emea region during inspection in the workshop with the reporting "the electrical connecting pins on the lg-plug are leaky. Electrical safety test failed." Involving pentax medical video gastroscope model eg29-i10c, serial number (B)(4). There was no report of death, serious injury or other significant/important medical event. The defective parts will be replaced as part of the service request. This event is FDA reportable due to the lack of information to justify that this event would not cause or contribute to a serious injury or other adverse event.

Manufacturer narrative:
This model is not distributed in the united states, therefore 510k is not applicable. We do have similar model eg29-i10c-us available in the united states with a 510k number k190805. (B)(4). If additional information becomes available, a supplemental report will be filed with the new information.